Event description:
On 27-aug-2025, the user experienced a discrepancy between dexcom g7 pump readings at 84 mg/dl and fingerstick at 52 mg/dl. The agent advised calibration since the difference exceeded 20 points. The user calibrated, and the user's blood glucose (bg) rose to 73 mg/dl by the end of the call. The user's lowest blood glucose (bg) recorded was 52 mg/dl. Bg was corrected with 15g of carbohydrate for 15 minutes. No symptoms were reported during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.